Manufacturer narrative:
A customer in (B)(6) reported discrepant results for cefepime, associated with the vitek® 2 ast gn16 card. Confirmatory testing using the customer's conventional method of kirby-bauer (kb) and microbroth, produced different results. An internal biomérieux investigation was performed. No isolates were submitted from the customer. Confirmation of the vitek® 2 ast gn16 discrepancy is not possible without submittal of the isolate. The isolate is needed in order to compare vitek® 2 to the reference method for cefepime. A review of quality records confirmed the vitek® 2 ast gn16 lot met the criteria for performance testing and final release. Further investigation is not possible without the isolate submittal.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported discrepant results for cefepime, associated with the vitek 2 ast gn16 card. Confirmatory testing using the customer's conventional method of kirby-bauer (kb) and microbroth, produced different results. The interpretation results for enterobacteriaceae (escherichia coli, and klebsiella) for the vitek 2 ast gn16 was susceptible and the kb and microbroth was resistant (intermediate). The customer reported that the card results were checked through quality control, and the result of the kb test was given to the clinical physician; therefore, the discrepant vitek 2 ast-gn16 cefepime result had no impact on patient therapy. The customer stated this event had not caused any harm to the patient. The lab reports (originals and repeats) and the reference results were received from the customer for the discrepancy. There is no indication or report from the hospital or treating physician to biomerieux that there was any adverse impact to the patient's state of health. An internal biomerieux investigation was initiated.